Event description:
The customer reported to olympus that the colonovideoscope steering wheel must be tightened. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water cylinder and air/water tube had foreign objects attached, and the jet tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a crack on the scope body water tightness was lost, due to damage on the up/down knob the water tightness was lost, due to damage on the right/left knob the water tightness was lost, due to deformation of the angle shaft the right/left knob did not move smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to a crack on the bending section cover rubber the insulation resistance value at the distal end did not meet the standard value, the air/water cylinder had no color, the suction cylinder had no color, switch 1 had a cut, the light guide bundle had breakage, the plastic distal end cover had a scratch, and the bending tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the body of the device (labeled as the "s-body") and ud [up/down] angulation control knob, and rl [right/left] angulation control knob. A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.